Event description:
It was reported that during inspection, the end of the screw depth gauge was found broken. No case or patient involved.

Manufacturer narrative:
H3, h6: it was reported that the nut/end of the device is fractured. However, the account through the piece away. The remaining part, used in treatment, was returned for evaluation. The fracture cannot be confirmed, as the piece is missing. Furthermore, the returned device does not show any additional failure. The production documentation of the part was reviewed. There are no indications that the part failed to match specification at the time of manufacturing. No further complaint was reported in the past for the batch in scope. Based on the investigation, the reported failure mode cannot be confirmed, there was no further issue found. The root cause of the reported issue stays undetermined after investigation. To date, the need for further action is not indicated. Smith and nephew will monitor this device for further issues. The returned device will be discarded.